Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. Proper procedures were reviewed. The home patient (hp) cycled the power and received a system error 2367. The hp cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the hp on (B)(6) 2013. She confirmed the sample is not available. She is okay and was continuing with her normal therapy.